Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing with the device has been problematic since (B)(6) 2017. Re-implantation is recommended.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact, appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted, but has not been received at headquarters yet.

Event description:
The recipient's hearing with the device has been problematic since the end of (B)(6) 2017. An injury was stated by the surgeon; it was reportedly not a severe one but a bruise was noted on the apex of the mastoid. The recipient was re-implanted. However, the explanting clinic has not found the explanted device and returned it to medel yet. The recipient was successfully activated with the new device.